Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage hazard alarms was confirmed via the submitted log file. The log file contained approximately 6 days of data ( (B)(6) 2021 per the timestamp). The log file captured power cable disconnect and low voltage hazard alarms on (B)(6) 2021 from 9:24:11 to 9:24:14 and 9:24:20 to 9:24:23 due to temporary losses of ac power while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system during the losses of external power. The alarms resolved when power from the mpu was restored. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Multiple requests for additional information (including if the mpu will be returned, if the mpu has a v-lock connector on the ac power cord, and if it is known if the power cord came loose from the wall or from the back of the unit, or if there were any environmental circumstances that would have affected ac power at time of the event, such as a loss of power to the house) were made; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The device history records revealed that the mpu was shipped with a v-lock ac power cord. Heartmate 3 patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. C, and heartmate 3 instructions for use (IFU), rev. C, under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. It states that it is important that the patient does not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. The subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the event log showed power cable disconnects/low power hazard events on (B)(6) 2021 while the patient was tethered to their mpu. This was caused by power to the mpu being briefly interrupted. All other mcs equipment appears to be operating as intended.